Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Batch # unknown. Possible lots: t41131 and t40z40. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? Was a leak test performed in the initial surgery? If so, what type and what was the result? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How was the leak identified? How long after the initial surgery was the patient taken back to the or? What was observed at the site of the leak upon re-operation? How was the leak addressed? What is the current status of the patient?

Event description:
It was reported that the doctor performed a colectomy on a patient, using a cdh29a stapler to perform the anastomosis. After the procedure was completed, the patient was brought back to the or, due to an anastomotic leak. The doctor performed another colectomy and used another cdh29a to repair the anastomosis. Patient's current status is unknown.